Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "both drills were broken when drilling for the lateral stop in the most proximal part. During the first drilling, the drill was carefully advanced because it sounded like it was interfering with the nail, but it broke off in the middle stage. After re-tightening the nail, the second drill was used, but again there was an interfering sound, so the drill was pulled out and in more carefully, but it broke off in the middle stage as well. The most proximal hole was not used because two other holes had already been fixed in the proximal part before that. The surgeon speculated that the nail may have been bent due to the use of an 8-mm diameter nail in a case with a narrow medullary cavity. Preconnection check was performed before insertion."

Manufacturer narrative:
Please note correction to section h6 (component code). The reported event could be confirmed. The device inspection revealed the following: the drill is broken from 48mm of the flute region. Based on the state of the device, the functionality cannot be given anymore. The received drill shows signs of intense usage. The cutting edges that are blunt and damaged. The breakage surface reveals a smooth surface. Shiny areas were observe in the fracture region through microscopic analysis. Such signs indicate a sudden brittle fracture caused by excessive bending forces applied to the device. Based on investigation, the root cause was attributed to an user related issue. The failure was probably caused by an excessive bending force applied by healthcare professional to the worn out device. The device was manufactured in 2011, meaning it was used for almost 11 years. As a reminder, the IFU clearly states: "¿ always treat the instrument carefully to avoid surface damage or alterations to the geometry. ¿ the design of the instrument must not be modified in any way. ¿ ensure that the drilling and cutting tools to be used are sharp; discard them if they are not. Never attempt to sharpen drilling and cutting tools!¿." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "both drills were broken when drilling for the lateral stop in the most proximal part. During the first drilling, the drill was carefully advanced because it sounded like it was interfering with the nail, but it broke off in the middle stage. After re-tightening the nail, the second drill was used, but again there was an interfering sound, so the drill was pulled out and in more carefully, but it broke off in the middle stage as well. The most proximal hole was not used because two other holes had already been fixed in the proximal part before that. The surgeon speculated that the nail may have been bent due to the use of an 8-mm diameter nail in a case with a narrow medullary cavity. Preconnection check was performed before insertion."